Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with an unknown sized surgical valve, with unknown implant duration, is being evaluated for a valve-in-valve procedure due to unknown reasons.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d1, d4, b3, h2, and h6 (health effect - impact code) h11: corrective data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.